Event description:
The pt was experiencing clincking and pain, revision surgery was performed. The pt contacted jjpi and requested that the components be analyzed. The following components are from the same complaint: pfc modular knee sys-tibial stem cat# 86-6024, lot# unk. Pfc modular knee sys-femoral component cat# 86-6070, lot# unk.